Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated sodium (na) result on a patient sample obtained on a dimension exl w/lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl w/lm system. The discordant result was reported to the physician(s). The same sample was reprocessed on the same instrument on the same date. The repeat result was lower. The customer called the care provider to advise them of the lower result. No corrected report issued. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
Initial MDR 2517506-2021-00213 was filed 20-aug-2021. Additional information (31-aug-2021): siemens regional support center (rsc) directed the customer to routine troubleshooting including a sensor change. Quality control was within range. Repeat of the same sample yielded expected results. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated sodium (na) result. Hsc reviewed the information provided and the instrument data log. No product non-conformance was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.